Event description:
The insulin pump alarmed failed battery test even without a new battery. Customer's blood glucose was not provided. No further info reported.

Manufacturer narrative:
The insulin pump monitored for several days, had normal operating currents, no unexpected failed battery test note and passed self test and passed off no power test. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.